Event description:
It was reported that the device would stay powered on until the battery was removed. The device was also displaying a wrench service indicator. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified that the device was locked up when it was on and would not function. Physio's failure analysis lab determined that the digital pcb was found to cause the power and shock buttons to illuminate when the battery was installed. The root cause was traced to the ic u23 area of the pcb. The customer received a replacement device.